Event description:
Technical consultant reported pt experiencing double vision since lead implant; ipg device has not been turned on. No report of device explantation. A follow-up report will be sent if additional info is received.